Manufacturer narrative:
The device was received in and analyzed. Testing of the unit confirmed the reported issue of the alarm not sending to the nurse call station due to a faulty nurse call receptacle. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
(B)(6) 2020 bd1 customer who contacted us via phone call states that one of their new alarms is faulty. Customer says it will not sound. New batteries and sensor pad has been tried. No gtin information was available. A ts template was completed and saved to the drive. The date the issue was discovered is unknown and no incident or serious injury was reported.